Event description:
Complainant alleged that during set-up of the device prior to being used on a pt the device displayed a "test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.